Event description:
It was reported that a spectrum pump failed to alarm for downstream occlusion during a preventive maintenance test. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to meet spec for the downstream occlusion preventive maintenance test. The reported symptom could not be reproduced or confirmed. The device passed add'l downstream occlusion testing. The device also passed upstream occlusion testing. No malfunction could be identified.